Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient underwent intervention. Lesion 1 was located in the distal left anterior descending (lad). The 3.0x16mm taxus liberte stent was advance to the lesion and crossing difficulties occurred. The physician removed the stent system intact. A percutaneous coronary transluminal angioplasty (ptca) was performed in the distal and mid lad. The stent system was advance successfully. The 3.0x16mm taxus liberte stent was deployed at 14 atm. Lesion 2 was located in the mid lad. The lesion was treated with the placement of a 3.0x20mm and 3.0x12mm taxus liberte stent. Lesion 3 was located in the right posterior descending artery (pda). The 3.0x20mm taxus liberte stent was advance to the lesion and was unable to cross. The stent system was removed and a ptca was performed at 10 atm. The stent system was again advanced and the 3.0x20mm taxus liberte stent was deployed at 14 atm. Residual stenosis was 0%. The patient was discharged on aspirin and plavix. In (B)(6) 2010, the patient underwent repeat revascularization. The patient presented to the emergency room with chest pain and shortness of breath. St elevation was noted on the electrocardiogram. A heart catheterization showed prior stents were patent with new stenosis in the distal lad. The physician implanted an unknown stent in the distal lad. The patient was discharged 1 day later.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).